Event description:
It was initially reported that the service indicator was illuminated on the device. After an evaluation of the device by the contracted service agent, it was observed that the device could not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). A contracted third party service agent evaluated the device and verified the reported failure. The power supply assembly was replaced and proper device operation was observed through functional and performance testing.